Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The customer was unable to gain IV access for a dehydrated infant. It was reported that they had 3 intraosseous needle would not penetrate patient¿s bone (1 from lot 4477456 this MFR and 2 from related MFR #1820334-2018-03827) . The patient was stabilized with other means and forced fluids. It was further reported that the patient "perked up" and that the outcome was favorable and the patient was transferred to another hospital. No other information was made available.